Manufacturer narrative:
(B)(4). As the lead will not be returned for analysis, the clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged. Additional information from the field representative indicated the physician performed a surgical intervention and this lv lead was successfully repositioned. No additional adverse patient effects were reported.